Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken handle was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. An additional (B)(4) unused devices were returned and analysed. Analysis of the devices did not show any indication of deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. During post-dilation with the balloon catheter, when attempting to apply negative pressure to deflate the balloon, the shaft of the indeflator broke apart in the operators hand. This was not the initial inflation/deflation. There was no clinically significant delay in the procedure reported. No additional information was provided. Case (B)(4) has been opened to capture the return of (B)(4) unused/sterile devices with lot number 4091301.

Event description:
Additional information: the site commented that this device issue has the potential to cause significant injury to the coronary artery.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.